Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in oncology, a leak was found from the catheter placed in the patient's right jugular. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6).